Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified the broken shaft ¿partially. Initially reported when they tried to zero the catheter, they were unable to zero. Then a force sensor error 106 displayed on the carto 3 system. The ablation cable was replaced without resolution. The catheter was replaced and the issue resolved. The case continued. Also reported the ablator was in prolapse and the force vector was not displaying properly. When the ablator was removed from the body, there was a kink in the shaft. No errors on the carto 3 system. The catheter was replaced and the issue resolved. The case continued. There was no patient consequence reported. Additional information was received. The kink did not result in wires being exposed. The kink did not result in any lifted or sharp rings. There was resistance or difficulty during insertion or removal of the catheter. The issue was found 1 inch from the distal end of the catheter. The catheter was not pre-shaped. No steerable sheath used. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 08-apr-2024 a broken shaft was observed and further microscopic inspection revealed a partially broken shaft in the middle area. This event was originally considered non-reportable, however, bwi became aware of the broken shaft ¿partially¿ on 08-apr-2024 and have reassessed the event as reportable. The awareness date for this record is 08-apr-2024.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 01-apr-2024. The device evaluation was completed on 08-apr-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a broken shaft, further microscopic inspection revealed a partially broken shaft in the middle area. This issue could be attributed to the reported event. A screening test was performed on the carto 3 system, no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The force issue reported by the customer could not be replicated during the product investigation. However, the reported shaft issue was confirmed upon observation of a broken shaft. The potential cause of the damage is undetermined. The instructions for use contain the following recommendation: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿force issue¿. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿kink in the shaft¿. In addition, the biosense webster inc. Analysis finding of the ¿broken shaft ¿partially¿¿. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The product investigation was reopened to clarify/correct the investigation findings which resulted in the following updated investigation on 30-jul-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a broken shaft, further microscopic inspection revealed a partially broken shaft in the middle area. Due to this condition, the device was unable to be tested for resistance. A screening test was performed on the carto 3 system, no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reported shaft and resistance issue were confirmed upon observation of a broken shaft. The potential cause of the damage is undetermined. The force issue reported by the customer could not be replicated during the product investigation. The instructions for use contain the following recommendation: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿force issue¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿kink in the shaft¿ and ¿resistance with sheath¿. In addition, the biosense webster inc. Analysis finding of the ¿broken shaft ¿partially¿¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 26-jul-2024, noted a correction to the 3500a initial as should have included under h6. Medical device problem code "device-device incompatibility (a1702)." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).